Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid while performing patient testing. The customer aborted testing and discontinued the use of the analyzer. Contamination of reagents or samples was not observed. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The user detected the issue, preventing erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer went to the customer site and determined that the probe was bent. A bent probe could lead to a loss of vacuum/pressure in the fluidics system and probe drip. The fe replaced the probe to return the instrument to expected operations. This customer has not logged any complaints against this analyzer since this incident.